Manufacturer narrative:
The subject device is not returning to veran for further evaluation, as the needle was discarded by the hospital.

Event description:
A veran product manager was on-site during a bronchoscopy and bronchoalveolar lavage (bal) procedure and reported that after three passes, the ins-0382 endobronchial needle (always-on tip tracked 19ga histology needle, 15mm l, 1.8mm od) would no longer retract back into its sheath after the extracted tissue sample was placed in the collection container. The issue did not occur while the needle was in the patient or in the bronchoscope. A 21ga endobronchial needle was opened for additional sampling. A brush was also opened for cytology samples the procedure was completed. There was no impact to the patient or the procedure as a result of the reported issue.

Manufacturer narrative:
The device was discarded by the hospital; therefore, there could not be an investigation of the specific failure mode. The risk summary describes the risk associated with a device that is kinked or unable to retract. The cause of this failure mode is typically from damage to the pull wire caused by torquing or pushing the device too much during operation. In this case, the failure occurred after removing the sample from the needle, which indicates the needle was not exposed within the patient. As the device was not returned for evaluation, a definitive root cause could not be determined.